Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an alarm "cassette not attached" when closing the latch. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that there was an alarm "cassette not attached" when closing the latch. There were no services previously reported. Log events were reviewed and found cassette not properly attached alarms were present. Visual and functional testing was performed. Visual and functional testing was performed. During the visual inspection, found the cassette was not properly attached. The complaint was confirmed during the cassette test. The latch lock flex was replaced. Probable cause of complaint was the latch lock sensor cable was faulty. Device passed testing post repair.